Manufacturer narrative:
The insulin pump buttons all responded properly. No button error alarm was noted. The keypad traces and keypad connector had no anomalies. The insulin pump was received with a corroded display circuit board. No traces of moisture were noted at the motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window and case, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 212 mg/dl. The customer stated that the pump read button error after he took out the battery for 30 seconds and replaced it. The customer stated that the pump alarmed button error several times. The customer also stated that he received a weak battery alarm and noticed the screen appeared a little foggy. The customer declined to troubleshoot as he is getting his pump replaced. Customer was advised to discontinue use of the device and to revert to a backup plan.